Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Concomitant medical products: item # unk, stem, lot # unk, item # unk, head, lot # unk, item # unk, liner, lot # unk.

Event description:
It was reported that approximately 2 years post implantation, the patient received an iliopsoas injection. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay corrected and additional information. Concomitant medical products: 51-106220 taperloc stem, 650-1057 biolox head, unk # unknown e1 liner. This corrected information does not change the previously submitted investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay corrected and additional information. This information does not change the previously submitted investigation. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device.